Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted sooner than intended due to premature battery depletion. The replacement indicator was reached due to extended charge times of 22 seconds. A new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned and is currently in analysis. When additional information becomes available, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.